Event description:
Customer reported the monitor is flickering. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the camera and collimator. System operates as intended.